Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that she ran out of insulin and was unable to rewind the device. Suggested to the customer to remove the battery for ten minutes. Instructed the customer to let the device rest for two hours, but the insulin pump was frozen, and the motor was grinding. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies. Unable to verify frozen screens due to blank display.